Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-apr-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and healthcare provider via company representative regarding a patient receiving dilaudid (hydromorphone) (8 mg/ml at 0.4 mg/day) via an implantable pump. It was reported that the patient was seen in a clinic in both may and (B)(6) 2025 for a routine pump refill and both times had volume discrepancies. The exact volumes were unknown. It was reported that the patient was having an increase in pain. During her (B)(6) visit, patients healthcare provider submitted for a catheter revision. There were no known environmental/external/patient factors that may have led or contributed to the volume discrepancies. A catheter access study was completed at the (B)(6) 2025 clinic visit and it turned out to be negative. On (B)(6) 2025, the patient was taken to the operating room (or) for a planned catheter replacement. The physician first started by opening up the existing pump pocket and dissected down to the existing pump and proximal segment. The physician then disconnected the pump from the catheter and the pump was removed from the pump pocket. There was no flow noted from the existing catheter so the physician cut off the pump connector and folded the catheter over on itself. The previously existing catheter was tied off in multiple locations using hand silk ties and then abandoned within the pump pocket. The physician then proceeded to open up a new midline lumbar incision and was given an 8780 catheter kit, which was placed at t6 without difficulty. The new spinal segment was tunneled to the existing pump pocket and connected to the new proximal segment and then to the previously existing pump. A catheter aspiration was done before placing the pump back within the pump pocket with positive return for cerebrospinal fluid (csf) resolving the issue. It was also noted that patient's dosing was reduced by 60% in an effort to reduce symptoms of overdose/toxicity. New dosing was with patient therapy manager (ptm) dose 0.04 mg, 1 hour lockout, and 10 boluses per day. The previous dosing was dilaudid 1 mg/day with ptm dose 0.12 mg, 1 hour lockout, with a max of 8 boluses per day.